Event description:
The customer's husband reported that the insulin pump alarmed unexpected restart while delivering a bolus. She could not clear the alarm and while trying to deliver the bolus, the numbers kept scrolling through. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 515 mg/dl. The customer will be going to the hospital for her high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.